Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An internal visual inspection was performed and passed. Receiver charge and boot testing were performed and passed. Functional testing were performed and passed all relevant tests. A receiver try-it test was performed and passed. A drop audio intermittent test was performed and passed. The speaker resistance was measured and passed. An internal visual inspection was performed and passed. The receiver log was downloaded for review finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. Product has been received but is pending evaluation. A follow up report will be submitted once the evaluation is complete. No injury or medical intervention was reported.